Event description:
In 2009, the patient's wife reported that the patient was experiencing elevated blood glucose and he became frustrated and disconnected from the infusion device a week ago and switched to injection therapy. Upon follow up about 6 days later, the patient reported that the infusion device is not working and nothing drips from the end of the infusion tubing when the device is primed. The patient was not able to provide additional information at that time. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.